Event description:
This complaint is now reportable based on the analysis completed in 2007. It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft kink occurred. The 99% stenosed, heavily calcified target lesion was in the mid left anterior descending artery (lad). The physician attempted to advance a 2.5x12mm taxus express2 drug eluting stent to the target lesion with "unusually high force", but the stent delivery system (sds) was unable to cross the lesion. When the sds was removed from the body, it was noted that the proximal shaft of the sds was kinked. The procedure was completed with a non-bsc stent. There were no patient complications reported with the patient's current condition listed as "good". However, the returned product confirmed there was a shaft fracture.

Manufacturer narrative:
Device analysis can confirm the complaint reported. Several severe kinks were found along the entire length of the hypotube. The device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 20 cm distal from the strain relief. The break appeared to be kinked at the point of separation. This type of damage is consistent with excessive force having been applied to the device. It is advised in the taxus express 2 directions for use, that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. A review of the shop floor paperwork found that the device met its material, assembly and product specifications at the time of release to distribution. It is possible that while the physician was attempting to cross the lesion, the difficulties he may have experienced may have resulted in the kinking of the shaft and inevitably the breakage of the shaft due to excessive force being applied. Therefore, the most probable root cause of the complaint incident may be handling damage.